Event description:
Caller reported a pump screen that remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including testing different power sources, but the screen still did not turn on. As a result, technical support decided to send a replacement pump to the customer. The customer was advised on steps for returning the faulty pump and informed that they would receive a unit with updated software. They were also instructed on how to program the replacement pump and connect it to their continuous glucose monitor. Customer reverted to an alternative method of insulin therapy.